Manufacturer narrative:
The reported event of high impedance was confirmed based on the associated ipgs diagnostic logs. A visual inspection of the returned lead found it had been cut into 3 segments with the paddle end severely damaged with cautery and exposed wires. The high-resolution inspection did not find any lead damage associated with the returned anchors. No electrical testing could be performed due to the damage to the lead. The ipg diagnostic logs did show high impedances on all electrodes for the lead.

Event description:
It was reported that the device had measured impedances. To correct the issue the device was explanted and replaced on (B)(6) 2025. Therapy was restored.

Manufacturer narrative:
Product #1 pi main [(B)(4)] it was reported to abbott a patient reported their charger disconnects from the ipg whenever they moved. The ipg appeared flat on the patient¿s back but was near curve of their spine. The rep was able to charge to 100%. There was high impedance on contacts 1-8 and the patient reported getting nausea when charging. The patient still had effective therapy. The patient was not interested in a revision. No intervention was planned at the time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Product #2 pi main [(B)(4)] it was reported to abbott a patient reported their charger disconnects from the ipg whenever they moved. The ipg appeared flat on the patient¿s back but was near curve of their spine. The rep was able to charge to 100%. There was high impedance on contacts 1-8 and the patient reported getting nausea when charging. The patient still had effective therapy. The patient was not interested in a revision. No intervention was planned at the time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.